Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned; however, two photos were provided for review. Based upon the photos provided, the complaint investigation is confirmed for a circumferential balloon rupture, retraction issues, and balloon detachment. Per the complaint comments, the balloon got stuck in a previously placed stent during retraction, causing a segment of the balloon to detach. It is unknown if the stent contributed to the balloon rupture. Based on the condition of the device in the photos provided (i.e. Elongated and stretched inner catheter at detachment point), it is likely that excessive force contributed to the detachment of the balloon. Based upon the available information, the definitive root cause could not be determined.

Event description:
It was reported that the pta balloon ruptured prior to rbp during the first inflation within a stent in the subclavian artery. During retraction, the balloon got stuck in the stent and a segment of the balloon catheter detached. The detached segment was successfully retrieved percutaneously through a new access site. There was no reported patient injury.